Event description:
Device malfunction: premature partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure of the right superficial femoral artery (rsfa), resistance was encountered during sheath and guide wire (gw) advancement "up and over the horn"; however, they reached the target lesion. A previously placed stent was located at the iliac bifurcation. A 6x40 xceed stent was positioned at the lesion, and deployed; also post-dilatation was completed without incident. A second 6x40 xceed stent was advanced and slight resistance was encountered near the iliac bifurcation and the previously deployed stent. At the target lesion, the xceed stent became prematurely, partially deployed. Reportedly, the handle was in the locked position. The physician removed the stent and delivery system from the anatomy as a single unit. A different size sheath was used and another 6x40 xceed stent was deployed at the target lesion. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.